Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were brady events on the implantable cardiac monitor (icm) due to undersensing of premature ventricular contractions (pvc) which prevented other episodes from populating. The device remains in use. No patient complications have been reported as a result of this event.